Event description:
It was reported the patient experienced pain going down her thigh all the way down to her ankle as well as at the implantable neurostimulator (ins) site. The patient had numbness in her foot. The patient could not walk, lie down, or sit down. Three days prior to report the patient backed up and hit her ins. The ins seemed to have shifted down. The ins was not moving at the time. It was reported therapy worked well before, and had been walking three miles daily. The patient could feel stimulation when it was on, but she had it off at the time. Approximately 3 weeks later it was reported that the patient received assistance at an appointment on (B)(6) 2012 and no longer had concerns.

Manufacturer narrative:
Product ID 3778-75, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).